Event description:
Caller reported that pump battery was depleting too quickly, leading to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Although technical support was prepared to investigate the battery consumption, the caller declined further follow-up and only requested that the issue be documented.